Event description:
It was reported that the pump was loose in the pocket. An abdominal binder was used to address the issue. The device system was infusing morphine. About three weeks later, it was reported that the event had resolved without sequela. The incision site healed well and there were no more problems with slippage.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).